Event description:
The facility representative reported a colleague infusion pump with "done key would not appear". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. User interface module software version is 6.13.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of done key would not appear was not confirmed during product evaluation and the assignable cause was not identified. No repairs were performed for the reported condition. A service history review revealed no previous service events were related to the reported condition as this device has never been serviced before. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.